Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high voltage shock impedance measurements greater than 125 ohms. A review of the measurements noted there was only one stored value which was out of range and the actual value was greater than 200 ohms. All others measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received that this device was electively explanted over two years following the initial clinical observations were reported. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the red alert and suggested isometrics, pocket manipulation, and stated that the physician should consider a commanded shock test to evaluate the integrity of the lead. Efforts to obtain additional details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--